Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Healthcare professional reported an unknown side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side "rupture", "inflammation in breast". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, voids in the gel, deformation device and red particles in the shell. No other observation observed. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture, capsular contracture (baker grade unknown), inflammation, and "reconstruction surgery due to breast cancer".